Manufacturer narrative:
The insulin pump had corroded keypad traces. All button functioned properly. No button error alarm during testing. The insulin pump passed error test. No unexpected restart alarm noted. The insulin pump was received with cracked reservoir tube lip and cracked case near display window corner noted.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 140 mg/dl. The customer's father stated having issues with up button for a month. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer's father reported via phone call indicating that the insulin pump alarm a21 alarm. Customer's blood glucose was 140 mg/dl. After the troubleshooting was done, the customer advised to monitor the device and call if issue recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.